Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. B76537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depressive disorder, lumbago, abdominal pain, back pain, fibromyalgia, gastroesophageal reflux disease, allergic rhinitis, gerd, depression, dry eyes, myositis, irregular periods and genital herpes. Previously administered products included for an unreported indication: iud. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pain in extremity ("feet pain"), spinal pain ("spine pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("wrist pain\knee pain"), neck pain ("neck pain"), ehlers-danlos syndrome ("ehlers-danlos syndrome(hyper-mobility)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, migraine, vaginal haemorrhage, menorrhagia, pain in extremity, spinal pain, musculoskeletal pain, arthralgia, neck pain and ehlers-danlos syndrome outcome was unknown. The reporter considered arthralgia, ehlers-danlos syndrome, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, musculoskeletal pain, neck pain, pain in extremity, pelvic pain, spinal pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 5 left trailing coils and 8 trailing coils on the right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general),') and endometriosis ('excision of endometriosis') in an adult female patient who had essure (batch no. B76537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depressive disorder, lumbago, abdominal pain, back pain, fibromyalgia, gastroesophageal reflux disease, allergic rhinitis, gerd, depression, dry eyes, myositis, irregular periods and genital herpes. Previously administered products included for an unreported indication: iud. Concurrent conditions included neck pain, shoulder pain and yeast infection. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction: allergic reaction"), migraine ("migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), pain in extremity ("feet pain"), spinal pain ("spine pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("wrist pain\knee pain"), neck pain ("neck pain"), ehlers-danlos syndrome ("ehlers-danlos syndrome(hyper-mobility)"), fatigue ("fatigue"), allergy to metals ("reaction to the metal used/herpes sensitivity to the metal used"), dysmenorrhoea ("dysmenorrhea"), endometriosis (seriousness criterion medically significant) and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and excision. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, pain in extremity, spinal pain, musculoskeletal pain, neck pain, ehlers-danlos syndrome, fatigue, allergy to metals, dysmenorrhoea and endometriosis outcome was unknown and the migraine, arthralgia and inflammation was resolving. The reporter considered allergy to metals, arthralgia, dysmenorrhoea, ehlers-danlos syndrome, endometriosis, fatigue, genital haemorrhage, hypersensitivity, inflammation, menorrhagia, migraine, musculoskeletal pain, neck pain, pain in extremity, pelvic pain, spinal pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 5 left trailing coils and 8 trailing coils on the right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs and mr received: new events added: reaction to the metal used, dysmenorrhea, excision of endometriosis, inflammation. Event outcome were added. Previously reported event clubbed with new events. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. B76537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depressive disorder, lumbago, abdominal pain, back pain, fibromyalgia, gastroesophageal reflux disease, allergic rhinitis, gerd, depression, dry eyes, myositis, irregular periods and genital herpes. Previously administered products included for an unreported indication: iud. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pain in extremity ("feet pain"), spinal pain ("spine pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("wrist pain\knee pain"), neck pain ("neck pain"), ehlers-danlos syndrome ("ehlers-danlos syndrome(hyper-mobility)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, migraine, vaginal haemorrhage, menorrhagia, pain in extremity, spinal pain, musculoskeletal pain, arthralgia, neck pain and ehlers-danlos syndrome outcome was unknown. The reporter considered arthralgia, ehlers-danlos syndrome, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, musculoskeletal pain, neck pain, pain in extremity, pelvic pain, spinal pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 5 left trailing coils and 8 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr received : reporter added. Aka name added, lot number added, patient demographic added, product indication and essure removal date added, event injury nos is replaced with pelvic pain. Case become valid. Events added: abnormal bleeding (general), abnormal bleeding (vaginal, haemorrhage), hypersensitivity , migraines\headaches, pelvic pain, pain in extremity, spinal pain, musculoskeletal pain, arthralgia, neck pain, ehlers-danlos syndrome (hypermobility), fatigue concomitant drug, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.